Event description:
Surgeon was performing a laparoscopic sigmoid colectomy and using a ligasure blunt lf1837 to dissect tissue around to sigmoid colon. The surgeon felt the lf1837 was not performing coagulation correctly as it was pulling and cutting tissue. The surgeon changed to another ligasure apparatus that completed the case without any further events. There was no harm to the patient and no significant blood loss.